Event description:
Reporting status: serious injury, required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2009, the patient underwent stenting of the pre-dilated proximal cx with two xience v stents. At approximately 5 months later, the patient was hospitalized with cardiac insufficiency (acute edema of lung) and progressive angina. Diagnostic coronary angiography was performed - results were not reported. Treatment was implantation of an additional stent in the ostium of the cx artery using a kissing technique. The patient stabilized 2 days later. There is no additional event or patient information available.

Manufacturer narrative:
Stenosis and angina, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, congestive heart failure, and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The other xience v indicated (incident description) is being reported under the same manufacturer report number.